Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during product evaluation. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. The user software version is 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative reported a colleague infusion pump with a inaccurate channel c. Upon speaking with the customer, the customer confirmed that the inaccuracy was more than 10 percent of underdelivery during their tests. The device was programed for 100ml/hr but was only delivering around 83ml/hr. It is unknown when the event occurred; however, it was identified in the "biomed service." There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.